Manufacturer narrative:
Do not remove a used cartridge from the pump or load a new cartridge until prompted on the tandem mobi mobile app. Failure to do so may result in damage to the pump or possible over or under delivery of insulin. Always disconnect your infusion set before removing the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not cycling the cartridge per the pump. Tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.